Event description:
New information received noted that intermittent high capture and undersensing were observed on both leads.

Event description:
New information received notes that the right atrial lead exhibited loss of sensing.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00753. It was reported that when the patient presented in clinic for a follow up, during device interrogation, loss of capture and decreased sensing were observed on the right atrial (ra) lead. The right ventricular (rv) lead exhibited intermittent capture. Fluoroscopy revealed ra lead dislodgement and the physician believed that the rv lead had micro-dislodgement. Both leads were explanted and replaced. There was no patient consequences.